Manufacturer narrative:
Section b2: outcomes attributed to adverse corrected. Section h6: health effect - clinical code corrected. Manufacturer¿s investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted log file contained data from 14dec2024 through 15jan2025. No notable events or alarms were captured, and the device appeared to operate as intended at the set speed. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C is currently available. Section 1, ¿introduction,¿ lists adverse events which may be associated with the use of heartmate ii lvas, including bleeding and hemolysis. The IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient was admitted to hospital for elevated lactate dehydrogenase (ldh). A non-device related cause was not identified for elevated ldh. Computed tomography (CT) of the chest without contrast was performed with limited evaluation of vasculature on unenhanced exam. Patient underwent urinalysis and symptoms included dark urine and large amount of blood. Patient was currently on heparin drip. Ldh was higher than that of admission. The plan was to add integrilin drip. Ldh was 780, free hgb was 40, haptoglobin was less than 10. Bleeding was not confirmed and there was no overt bleeding. The blood present in urine was thought to be related to hemolysis. Bleeding was treated with continued integrilin and heparin drips. Log files were submitted for review and captured the power and flow to be relatively stable. Also, no power spikes were noted. The pump power was routinely in the 5.3-4.1-watt range and flow in the 6.7-3.9 lpm range. The device and peripheral equipment were functioning as intended. The urine remained dark, and treatment was ongoing.